Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and did not open. The field service engineer verified that the customer recovered the cubie pocket to resolve the issue and then canceled the work order. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and unable to open. The customer reported able to get the medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.